Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited r-wave amplitude variation, varying capture threshold and varying pacing impedance. The rv lead also exhibited intermittent capture due to suspected unspecified over-sensing. The patient also experienced a non-sustained cardiac pause during procedure. The rv lead was repositioned multiple times and implanted at optimal position. Programming setting was appropriately adjusted. Patient condition was stable throughout.